Event description:
It was reported that the cannula can no longer be blocked. Cuff burst. No additional information.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the returned device did not reveal any anomalies. The returned device was leak tested. No leaks were detected. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were performed.